Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 238 mcg/day) via an implanted pump. It was reported that the pump kept flipping after the patient lost over 75 pounds, and at the last pump refill, the physician expected to get 2 cc, but aspirated 20 cc. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had lost a lot of weight. The patient was taken surgery, and during the procedure, the physician replaced part of the catheter in the pump pocket because it was all twisted and knotted/wadded up into a tight ball from the pump flipping, so no drug was able to pass through. He also replaced the pump due to the risk of infection due to the revision surgery. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial#(B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.